Manufacturer narrative:
The investigation is ongoing. Device remains implanted.

Event description:
As reported by the field clinical specialist (fcs), during implant of a 29mm sapien 3 valve in a surgical ring in the tricuspid position via transfemoral approach, the valve landed too atrial on one side during deployment due to the ring being canted which caused a paravalvular leak (pvl) between the valve and ring. A second valve was prepped and successfully implanted to resolve the issue.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on investigation. The following sections of this report have been corrected/updated: h6 (type of investigation, investigation findings, investigation conclusions) and h10 (provide narrative/data). The device was not returned to edwards lifesciences for evaluation as it remains implanted. As a result, no visual inspection, functional testing, or dimensional analysis could be performed. The instructions for use (IFU)/training manuals were reviewed for guidance/instruction involving the valve and delivery system usage. Per the IFU, the edwards sapien 3 and sapien 3 ultra transcatheter heart valve system is indicated for patients with symptomatic heart disease due to failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy. In addition, device malposition and paravalvular leak are listed as potential risks associated with the use of the valve, delivery system, and/or accessories. Based on the review of the IFU/training manuals, no deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. Additional assessment of the failure mode is not required at this time. The events for malpositioned valve and valve exhibiting paravalvular leak (pvl) were unable to be confirmed. The reported event does not allege a malfunction that could be related to an edwards manufacturing deficiency. A review of IFU/training materials revealed no deficiencies. It was noted that the valve was implanted in a pre-existing surgical ring in the tricuspid position for this case. The procedure is considered off label. The sapien 3 valve with the commander delivery system is indicated for native aortic valve, failing (stenosed, insufficient, or combined) of a surgical or transcatheter bioprosthetic aortic valve, a surgical bioprosthetic mitral valve, or a native mitral valve with an annuloplasty ring replacement. As reported, 'during implant of a 29mm sapien 3 valve in an edwards physio ring in the tricuspid position via transfemoral approach, the valve landed too atrial on one side during deployment due to the ring being canted which caused a paravalvular leak (pvl) between the valve and ring.' In this case, the existing ring was canted in position. An attempt to position and deploy a valve in a canted ring may have resulted in the valve landing too atrial on one side. In this case, available information suggests that procedural factors (off label operation) may have contributed to the event. Due to the valve landing too atrial, the pvl skirt could not provide a proper seal against the target site (ring), and subsequently led to the paravalvular leak. In this case, available information suggests that procedural factors (malpositioned thv / off label operation) may have contributed to the event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No product risk assessment (pra) nor corrective or preventative actions are required.